Event description:
A surgeon reports an unexpected post-operative surprise following intraocular lens (iol) implant surgery. The association between this event and the iol is not known. Additional info has been requested.